Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, crease flat and brown particles. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and a sharp opening in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on radius side due to surgical damage and a sharp opening valve bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side is "smaller than the right side". Healthcare professional additionally reported left side deflation. Device has been explanted.